Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-07061. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat pelvic organ prolapsed, stress urinary incontinence and fallen bladder and mesh was implanted. It was reported that following insertion of the mesh, the patient experienced pain, urinary/bowel problems and dyspareunia. It was also reported that on (B)(6) 2005, the patient underwent mesh revision and mesh trim (none were removed) due to trouble evacuating. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-07058. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted, into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat cystocele and incontinence. It was reported that the patient had the concurrent procedures of extended central cystocele repair, transvaginal paravaginal repair, mesh reinforcement of prolapse repair and cystoscopy performed during mesh implantation. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced bladder neck obstruction.